Event description:
The customer says the accuflow pumps are not infusing the medication properly.

Manufacturer narrative:
(B)(4). The device is currently on shipping from USA to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.